Manufacturer narrative:
The insulin pump was received with unresponsive keypad due to moisture damage on the electronic assembly and corroded keypad trace. Unable to perform the self test, and displacement test due to unresponsive keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and. The customer¿s blood glucose level was 273 mg/dl at time of incident and current blood glucose level was 405 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as urinating a lot, staying thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injections for high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated the screen was frozen. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank and no alarms occurred during or after the time that the buttons were not responding. Customer reports insulin pump buttons began to work in less than 5 minutes without battery change. Customer states all buttons were not responding. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.